Event description:
It was reported by service report that there were no motor functions. The bed does not move at all from any control panel. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Set screw for microswitch out of adjustment.